Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's device had turned sideways. A week later it was reported that the patient's device had flipped and did not remember the date it happened. The patient began feeling a 'knot' on her hip and it was tender in that area. The patient thought it flipped at the '(B)(6) 2012 or (B)(6) 2013.' The patient stated that her health care provider (hcp) wanted to go back 'in' and reposition it deeper but the patient was unable to do so because of financial reasons. The patient stated it was not flipped 'all the way over' it was 'sitting on its side.' The patient also stated that stimulation was not working as well and had been gradually getting 'worse and worse.' The patient was able to get a connection between the programmer and implant if she put the antenna on the right side of the implant but not the left. The patient had four programs and one or two did not work. The patient noticed that she was on program 4 at 3.5 volts and was previously on program 2. Either program 1 at 1.3 volts or program 2 at 1.1 volts did not work and the patient had also tried program 3 at 0.6 volts. The patient stated that she did not feel stimulation at 3.5 volts, so the patient was assisted in adjusting to 3.8 volts and felt it comfortably. If the patient went higher, she felt it in her right hip and it was not comfortable. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3093-28, lot# va03rcg, implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was noted that the patient did not think their device was on the same program as before. It was noted that the patient had it on program 4 but it was showing program 2.